Event description:
It was reported during index surgery, the trial broke when being removed after trialing was completed. Surgery completed successfully with no adverse consequence.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 0 degree 36e grey trial. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital disposed of.